Event description:
It was reported that during a visceral procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Cam. Evaluation summary - the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was cycled and malformed the remaining clips due to the jaws condition. In addition the device was disassembled to verify the condition of the internal components and the ratchet pawl was found damaged and the advancer broken. As per the instructions for use: "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula." Further in the warning section, the IFU contains the following warning, "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaw should be fully open and parallel upon initiating the firing of the instrument." We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.